Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) found a tear in the vacuum/waste valve diaphragm. The fse performed service to the electrolyte injection cup and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high potassium (k) result of 6.1mmol/l generated by the unicel dxc 800 pro synchron clinical systems for one patient. The sample was rerun on the same instrument, giving a result of 5.5mmol/l. The sample was then run on 2 different instruments in the lab, giving results of 5.4 and 5.5mmol/l, which was reported out of the lab. The high result was not reported out of the lab. Patient treatment was not affected.